Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that because of their high blood glucose of 370 mg/dl, they were hospitalized. Troubleshooting found that the customer has contacted their doctor regarding the unexplained blood glucose.